Event description:
Patient was hospitalized for high bgs. The customer received an alarm message prior to the hospitalization. Troubleshooting was performed. Pump passed the test and the insulin exited. The customer changed the set twice, but bgs kept elevating. Then patient tried the injections from two insulin vials and the bgs rose again. Also it was stated that the customer was hospitalized before. Patient was experiencing abdominal pain, but nothing was found. The doctor felt that the customer's high bgs were the result of the weight loss. The cause of the high bgs could not be determined. A replacement pump was requested.